Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The service technician evaluated the unit and could not duplicate the reported problem. The service technician replaced the touch screen as a precautionary measure. The flow sensor assembly was also replaced due to failing the flow test during performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28jan2020. B4: (B)(6). Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of specification and the touch screen calibration failed. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was not in use on patient.